Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead had exit block and an x-ray revealed that the lv lead was dislodged. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: c174awk implantable cardioverter defibrillator 2009-(B)(6), 6944-65 implantable tachy lead 2009-(B)(6), 5076-52 implantable pacing lead 2009-(B)(6), (B)(4).